Manufacturer narrative:
Additional information b5. Medtronic received additional information that va refers to venous arterial ECMO which the customer changed to rvad. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a vitalflow tube set pump, it was reported that the pump head was completely broken, and damaged. The cone decoupled. The patient had been on extracorporeal membrane oxygenation (ECMO) for 10 days, and that current circuit for nine days. The patient travel to the operating room for a conversion to right ventricular assist device (rvad) from va prior to the operating room procedure they were flowing at 3.85 l per minute with 3160 rpm pre-oxy pressure of 311 and post oxy 280 during the operating room procedure. They gave 5000 units of heparin prior to determination of va at 1342 and initiating right ventricular assist device (rvad) at 13:43 wen, arriving from the or at 15:30 both pressures were significantly higher despite having an adequately sized cannula at that point they were flowing 3.75 l per minute at 3400 rpm pre-oxy pressure 468 and post oxy 400 at 17:00 while standing near the ICU room, customer noticed a plastic grinding sound upon inspection. The cone experiencing hard vibrations, coupled with runway flows between 4.8 l per minute and 2.0 l per minute, attempted multiple maneuvers to re-couple the magnets in the motor. Customer attempted to hand crank, to diagnose motor issue, but after all attempts, the customer had to change circuit. At 17:23 hours. Patient was given two units of blood to count for the blood loss and normal flows were established with pre-and post pressures back down to 300 pre-oxy and 292 post oxy. The device was replaced to complete the procedure.